Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device remotely however the customer declined to pay for device repair. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer declined service/repair.

Event description:
Philips received a complaint on the heartstart xl defibrillator monitor indicating that the shock cannot be delivered. There was no patient involvement.